Manufacturer narrative:
Of the 18 allegations of a malfunction, 1 pumps were returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to a crack in the battery compartment. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 3 malfunction events. A review of the events indicated that the one touch ping model pump experienced a unknown area issue. These reports were received from various sources. The patients associated with this allegation ranged from 16-61 years of age and between 145 and 145 pounds. Of the reported patients, 1 were male, 2 were female.

Manufacturer narrative:
Device evaluation: in quarter 2 of 2018, there was 1 instance of unknown area failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the (B)(4) program.

Manufacturer narrative:
Device evaluation: in quarter 1 of 2019, there were 1 instances of unknown area failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.